Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. Functional and safety tests were performed to factory specifications. The iabp was returned to the customer and cleared for customer use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) exhibited an overheating issue prior to use. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.